Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-feb-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was unable to turn up their stimulator. The rep indicated that they were meeting with the patient on (B)(6). Additional information was received on (B)(6) from the rep, reporting that all impedances were out except 3 and 4 and therefore the patient was being referred to surgery for a lead revision. The patient weighed (B)(6) at the time of the event. The event occurred in 2020. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the out of range impedances were not determined. A revision surgery has not yet been scheduled, and there will be no more information until the revision has occurred. There were no further complications reported or anticipated.